Event description:
It was reported that during a coronary interventional procedure, a balloon rupture occurred. The de novo lesion was located in the moderately tortuous proximal left circumflex artery, the lesion was 75% stenosed and moderately calcified. The vessel diameter was 2.8mm. The apex monorail 20mm x 2.50mm balloon was advanced to the lesion and inflated at 12atms one time for 5 seconds. The balloon ruptured with a longitudinal tear. The balloon was removed intact from the pt. Another MFR's balloon was advanced to the lesion and inflated. Another MFR's 3.0mm stent was implanted. No pt injuries or complications were reported. The pt's current status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.